Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the back, where the clip is located. The insulin pump alarmed pump error 35 and turned off. The insulin pump stayed like that since. The insulin pump was dropped while the customer was doing sports. They had the insulin pump on while in the shower. Customer's blood glucose level was 220 mg/dl. They treated their blood glucose level with an insulin pen the customer was advised that the device would be replaced and agreed to return the product for analysis.